Event description:
Reportable based on device analysis completed on 24oct2025. It was reported that the balloon did not inflate properly. The target lesion was located in the right lower limb. A 2.5mm x 120mm x 150cm sterling sl balloon catheter was selected for lower limb angioplasty to treat peripheral artery disease (pad). During the procedure, the balloon did not inflate properly. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole 102mm from the tip.

Manufacturer narrative:
Device evaluated by MFR: the sterling sl device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 102mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.